Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was not able to be confirmed. The submitted log files did not contain data from the system controller exchange. The data reviewed showed the new system controller (serial number: (B)(6) functioning as intended. No information about the controller exchange could be collected, as the patient could not recall the exchange. No product was returned for analysis. The root cause for the controller exchange could not be determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged earlier this month. Log files were submitted for review and captured low flow events as well as clusters of pulsatility index (pi) events. The log files were sent due to discrepancy in system controller serial numbers that were associated with the patient on two admissions. The patient was unable to confirm or deny a system controller exchange. Specifically, (B)(6) 2024 and (B)(6) 2024 were requested to be looked at however, data from this time frame was not available in the log files.